Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to the factory for evaluation. Signs of blood and clinical use were observed. The c-ring/scope wash tube assembly was dislocated from the end of the c-ring wire and was returned with the device. During visual inspection using microscopy, the wire was observed to have no evidence of damage and minimal evidence of residual adhesive. A review of the manufacturing process instructions identifies a step in the process where adhesive is applied to the c-ring/wire support insertion hole. (Manufacturing procedure; c-ring bonding) based on the results of the evaluation the reported complaint for ¿c-ring came loose/break¿ was confirmed. The line supervisor and line lead were made aware of the defect and re-training was performed on the manufacturing process instructions related to the application of adhesive in that location. Based on the condition of the device as returned, we were able to confirm the reported complaint. The confirmed failure is addressed in our health hazard evaluation system. An engineering analysis confirms that the occurrence rate is still below the minimum risk levels identified within our risk management sops.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, c-ring broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6) 2016 04:17 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, c-ring broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.